Manufacturer narrative:
Blocks h7 (if remedial act init, type), and h9 (correction/removal reporting #), were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf patient code e0505 captures the reportable event of hematoma. Block h11: an electrocautery-enhanced delivery system was received for analysis. Visual inspection found that the inner sheath was detached as it was not returned. Functional stent deployment inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported event of stent first flange failure to expand. The investigation concluded that there is not enough evidence to determine whether the stent first flange failure to expand was due to the physician's device manipulation during the procedure or related to a device malfunction. The additional observed damages of inner sheath detached was most likely caused due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician. On the other hand, the reported event of hematoma cannot be confirmed as this happened during the procedure, and there is no evidence to confirm it. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted from pouch to remnant stomach for patient that had a gastric bypass during an endoscopic ultrasound directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not open despite waiting for 20-30 minutes. The physician moved the catheter back and forth; however, nothing worked. The device was subsequently removed, and a hematoma was observed. Another axios was placed at a different site, and the procedure was completed.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf patient code e0505 captures the reportable event of hematoma.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted from pouch to remnant stomach for patient that had a gastric bypass during an endoscopic ultrasound directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange did not open despite waiting for 20-30 minutes. The physician moved the catheter back and forth; however, nothing worked. The device was subsequently removed, and a hematoma was observed. Another axios was placed at a different site, and the procedure was completed.